Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient states since implant she has had no symptom control and still has swelling at the ins implant site. Patient states she has had no falls or trauma. The patient was calling because she needs to schedule an appointment with a manufacturer¿s rep for reprogramming. Patient had a doctor¿s appointment on (B)(6) 2019 for follow-up and they went to each program and increased all the way and patient was not feeling stim on any program and stim has not helped with any symptom control and patient still has swelling at the ins implant site. Patient states the doctor told her to leave the setting at 4.something to see if that helps at all. No actions were taken on the call. Patient services redirected the patient to their doctor as physician should be the one to facilitate the appointment for the patient with the rep. Patient noted their last name should be hyphenated on the ID card, and an update to device registration was made and new card sent. No further complications were reported or are anticipated.